Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # j0519553v, implanted: (B)(6) 2005, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had an overstimulation sensation, stimulation in the wrong location, and a ¿shocking or jolting¿ sensation. The patient stated that previously the stimulation was too low on her body near the vagina and the stimulation was too strong. Around the time of the report the patient was in the health care provider¿s (hcp) office and was reprogrammed at ¿about 2.0 volts but it was starting to happen again.¿ the patient stated that during the ¿week and a half¿ prior to the report she had been getting a ¿jolting sensation, not all the time just periodically.¿ the patient reported no falls or traumas and had a hcp appointment scheduled for (B)(6) 2013. The patient was afraid to switch programs because she did not know what each one did. The following day it was reported that the patient had ¿a little trouble¿ with her device, although it ¿seemed to be working fairly well.¿ the patient felt ¿tremendous electrical impulses¿ near her vagina. The patient received a new programmer and was reprogrammed by her hcp on (B)(6) 2013. The patient had a ¿few accidents¿ but overall therapy ¿seemed to be working.¿ the patient stated that she thought positional changes may have been responsible. Additional information was requested, but was not available as of the date of this report.